Manufacturer narrative:
A specific root cause could not be identified. Possible root causes include a preanalytical issue such as fibrin clots/strands or an issue with the maintenance of analyzer such as a contaminated gripper finger or sample probe. From the information and data provided, a general reagent issue could most likely be excluded.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys tsh assay results for one patient sample. (B)(6). Information concerning if any erroneous result was reported outside the laboratory was requested but it was unknown. There was no allegation of an adverse event. The reagent lot number was 255802. The expiration date was requested but was not provided.